Event description:
It was reported that patient faced infection at the infusion site and hospitalized on (b)(6)2024.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site:3003442380.